Event description:
The customer reported obtaining hemoglobin and hematocrit (h&h) check failure on patient samples and an uncontained clenz reagent leak of approximately twenty five (25) to fifty (50) ml from pinch valve 49 (pv49) of the coulter lh 500 hematology analyzer. The instrument did not generate aspiration error messages when the leak occurred, and all of controls ran were within expected ranges for all complete blood count (cbc) parameters. There was no report of injuries, erroneous results, direct physical contact with the leak, or change to patient treatment in connection with this event. The customer was wearing personal protective equipment consisting of gloves, eye protection, and laboratory coat when the leak was observed. A beckman coulter (bec) field service engineer (fse) was dispatched to the customer site to evaluate the instrument.

Manufacturer narrative:
The fse reviewed error logs and confirmed the leak at pv49. The fse replaced the tubing at pv49 to resolve the issue. The fse could not confirm the reported h&h check failure as the customer declined to provide patient printouts that show h&h check failure. Service activity performed was verified to meet the specified requirements per established procedures. (B)(4).